Manufacturer narrative:
Beckman coulter customer technical specialist (cts) assisted the customer with troubleshooting the device. To resolve the issue, the customer replaced the sodium electrode (part number 668295) and chloride electrode (part number a10867) per cts's recommendation. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported false low patient results were generated for na (sodium) and cl (chloride) on the unicel dxc 600 pro synchron system. There was no change in patient treatment in association with this event. Quality controls were within the laboratory¿s established ranges prior to this event.